Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and re-implanted due to an unknown cause and this right ventricular (rv) lead was explanted and replaced with a boston scientific lead due to lead failure. The procedure was completed successfully. Additional information has been requested for the device explant and reimplantation. The device and newly implanted lead remain in service. Outside of the revision procedure, there were no adverse patient effects reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report.